Event description:
It was reported to philips that the system was not booting up. The device was in clinical use at the time of the reported event. No harm to user or patient was reported. A philips field service engineer (fse) examined the system onsite and confirmed that the m cabinet ups (uninterrupted power supply) was beeping and the system was not booting up. The fse reset the m cabinet ups and attempted to reboot the system. However, it would not boot up successfully as the start-up counter would get stuck at 00:00. The cause of the failure could not be conclusively determined, however, after the ups was bypassed, the ghost backup was restored and the image database was re-created, the system returned to use in good working order.